Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml dilaudid at 7 mg/day and 120 mcg/ml baclofen at 42.3 mcg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2019 at 11:38 am and recovered on (B)(6) 2019 at 6:33 pm. The pump then stalled at 7:05 pm on (B)(6) 2019 with no recovery. The patient had not had an MRI nor were they near any sources of emi. They were weaning the patient's dose down and were inquiring about next steps. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep).the cause of the motor stalls was not determined. The pump was replaced and the issue was resolved. No further issues were reported or anticipated.